Manufacturer narrative:
The device was received fully deployed. Investigation of the cannula assembly did not find the soft cannula bent, kinked, or damaged. The download data did not show any drive stalls or timeouts during the pod's run.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 465 mg/dl while wearing the pod between 4 and 24 hours. The patient was vomiting and dehydrated. The patient reported cannula being bent while wearing it on the back. For treatment, manual injection was administered of 4 units and changed out the pod.